Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in (B)(6) of peritonitis with culture positive for coagulase-negative staphylococcus aureus in a (B)(6) male patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date in (B)(6) 2010, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies (doses,frequencies not reported), intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient was diagnosed with peritonitis. The patient was not hospitalized for peritonitis. The possible cause of peritonitis was a possible break in aseptic technique, but the nurse was unsure. The patient was re-educated on proper aseptic technique. Treatment for the event was not reported. The patient recovered ((B)(6) 2012). The reporter provided a causality of unrelated.

Manufacturer narrative:
(B)(4). A sample was not requested as this event involved use error and there was no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint was confirmed. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The root cause for the report of use error-breach in aseptic technique, which resulted in peritonitis was undetermined.